Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient saw a power on reset (por) message when they were connecting to charge their ins. The por was successfully cleared. No symptoms or further complications reported.